Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a crack which caused a leak was reported in the twist clamp of the transfer set which is known to cause this alarm. The cause of the crack in the twist clamp of the transfer set could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain six of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient¿s clothes were wet and there was a leak due to a crack found around the twist clamp of the transfer set that led to this alarm. No further detail was provided regarding the status of therapy completion or how the alarm was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.